Event description:
It was reported that during lap hernia two devices misfired and clips crossed over themselves. Procedure was completed with another device. No patient consequences were reported. Device will not be returned.

Manufacturer narrative:
.